Event description:
Additional information received reported the cause of the empty pump was not determined. As a result of the empty pump, the healthcare provider refilled the patient's pump , and brought the patient back to the office 6 days later. The patient's pump was aspirated, and the aspirated volume matched the expected volume. On (B)(6), they were going to do a dye study but could not get IV access and so it was cancelled.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8575, lot# n087469, implanted: (B)(6) 2006, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and manufacturer's representative via mpxr (mobile product experience report) regarding a 56 year old female patient receiving 20mg/ml dilaudid at 3.3mg/day via an infusion pump implanted on (B)(6) 2013. The patient has felt as if she was intermittently receiving too much medication. During a refill 2.4ml were expected but 0ml were aspirated. Refills have been every six months and were noted to be otherwise accurate. A motor study was attempted on (B)(6) 2015, but access was not possible because the hcp preferred to start IV (intravenous) medication. The logs were read and there were no motor stalls or alarms. The dose was decreased from 3.3mg/day to 2.8mg/day. The issue was not resolved, no surgical intervention was planned. Follow up was not required as information received was deemed sufficient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the actual reservoir volume 0ml and the expected reservoir volume 27.4ml. Per the reporter the incidences started on (B)(6) 2014. The patient was on 3.39mg/day and at the refill they expected 10.4 and they withdrew 0ml. The patient was not having symptoms at that time. They brought patient back on (B)(6), they expected 36.4ml and withdrew 36.ml. The patient was brought back in april and the dose was increased to 3.73mg/day because patient was having pancreas flair up. Sometime in june the patient reported some overdose symptoms of feeling light headed, dizziness and tired. On (B)(6)patient had her next fill and they expected 2.6ml and withdrew 2 drops. The patient was feeling the same symptoms. On (B)(6) the patient called reporting lightheadedness and tiredness. The healthcare provider checked the reservoir volumes and they were as expected. The healthcare provider decreased the dose to 3.3mg/day. On (B)(6) patient complained of lightheadedness and tiredness so they decreased the dose to 2.8mg/day. A roller study was performed and it looked normal as it showed the rollers did move. A dye study was attempted but they were unable to aspirate. An x-ray was done (B)(6) and it showed that there was a break in the catheter. The healthcare provider was planning on a pump and catheter revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient's pertinent medical history included pancreatitis. In (B)(6) 2014 no troubleshooting was performed. They filled the pump with 40cc of drug and sent the patient home. On (B)(6), the healthcare provider did an x-ray and this reporter did not know what the x-ray showed. No actions/interventions except checking the volume on (B)(6). The cause of the event in (B)(6) 2014 had not been determined and it had not been resolved.